Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the user experienced high bgs because of insulin delivery issues with the pump. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation, pump passed all required testing for delivery accuracy.2. Pump basal total daily dose (tdd) history confirmed the pump was delivering the programmed basal rate until end on use on (B)(6)2016. The tdd adds up correctly with basal program . No evidence of delivery malfunctions were recorded in the black box or alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.